Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the pump powered on normally. All the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The pump was opened for investigation and revealed evidence of moisture corrosion of the pump's interior to include the keypad flex and connector. A crack was noted in the battery compartment, allowing moisture leakage into the battery compartment. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging all the keypad buttons were unresponsive after water exposure. The patient denied damage to the keypad and noted moisture in the battery compartment. The patient reportedly wore the pump under a garment, against the body and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.